Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event is likely attributed to a breach in aseptic technique as the patient has a history of poor infection control. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse did not have any pd culture results available but confirmed the patient was diagnosed with peritonitis. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the nurse stated the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2025, the patient was discharged from the hospital expected to continue hemodialysis on an outpatient basis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange as the patient has history of poor infection control.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse did not have any pd culture results available but confirmed the patient was diagnosed with peritonitis. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the nurse stated the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2025, the patient was discharged from the hospital expected to continue hemodialysis on an outpatient basis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange as the patient has history of poor infection control.